Event description:
Case re-opened and assigned to agent to email field. Patient called back and repeated previously documented information. Patient stated they had met with mdt rep for reprogramming about 2.5 weeks ago and, ever since then, their therapy has not been the same. Patient described were told to use the other 2-3 groups and that was working great and then all of a sudden, they had to start adjusting the intensity up and down in group c to see if it would help, but it doesn't. Patient added they have not slept well since the night before last and, while they have some pain from their fractured sternum and 4th rib, it is not as strong as their back pain. Patient texted rep today and was advised to call patient services. Agent reviewed information and emailed mdt rep to further address. Pt called back stating that they never got a call back from anyone. Agent reviewed with the pt that ps cannot guarantee a response from reps and that contact can only be requested on their behalf. Agent reviewed ps/rep roles with the pt and redirected to hcp. Pt said that they hadn't contacted hcp yet as it took 24-48 hours to get a return call from hcp through the medical secretary. Pt said that they had other issues where it took even longer to get a call back on. Pt said that rep adjusted their ins and that rep told them to caller them if they had any issues. Pt said that they had such excruciating pain now and they couldn't get the stimulation adjusted to where they needed it to be. Pt said that rep upped group a and then programmed groups b and c. Pt said that they had called the rep afterward since the therapy wasn't doing anything. Pt said that the rep told them to go to group b and then call them back in a week. Pt said that they couldn't use group b for a couple days so they didn't call the them and they went to group c which also wasn't working. Pt then said that they called the rep once. Pt said that they understood that the rep was busy, but they needed assistance. Pt said that hcp was wonderful and the medical secretary was wonderful, but they weren't aggressive enough towards patient care. Pt said that they would try contacting rep again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, they saw their orthopedic doctor and their doctor wanted them to check to see if the implant had shifted. Patient's implant had not been working very well and was not getting rid of their pain. Patient's representative adjusted their stimulation and it worked for a little bit but none of the programs would work. Patient's representative suggested for the patient to turn the stimulation off for a week but patient did not want to turn the stimulation off. Patient called another representative and the other representative put a whole new different program but patient would have to charge the implant every 9 to 10 days. Patient's group b did work but that was it. Patient would increase or decrease stimulation but it wouldn't help. Patient had the pain they had before getting the implant. Patient had another procedure that they needed to be done but patient forgot the procedure. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the therapy is not helping like it should. Patient stated that they had a fall about 2 weeks ago and about a week ago they noticed the therapy was not helping. Patient mentioned that they have been adjusting the stimulation more and more often. Agent reviewed with the patient that they can try group b and c and see if they can get the therapy to work better. Agent suggested that the patient contact their healthcare provider to set up an appointment to meet with a manufacturer representative (rep) to check the implant and potentially reprogram the device. Agent provided a list of physicians. Additional information was received from the patient (pt). Pt called back and reviewed the same information as before--pt had a fall and they feel as though their stimulation has changed. Caller noted their stimulation was working well before the fall. Agent tried to resend the email link that was sent in the initial call but the pt was saying they could not find either email in their inbox. Agent was able to direct the pt to the physician locator via google search. Caller noted their current managing doctor is too far away. This resolved the caller's inquiry. Additional information was received from the pt. Pt states they couldn't meet with their doctor to check their implant because they are too far. Pt mentioned they didn't received the physician listing. Agent walked the patient through on how see physician listing on google.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that when they met with the patient and turned the stimulator up to paresthesia, she felt the stimulator in all the areas of her pain. So, the cause is unknown. Rep met with this patient on (B)(6) 2025 and reprogrammed her system. Her leads had no impedances and the connection to lead and battery looked great. Another rep will be meeting with the patient on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported a different manufacturer representative (rep) first met with the patient on 5/7 for their first initial adjustment and reprogramming. The rep reached out to this rep on june 9th asking if they could contact the patient for a repro. The rep attempted to call the patient several times before they were able to get ahold of them on 6/16. They had three separate phone calls with the patient, two on 6/16 and one on 6/17. They requested they schedule an appointment for a reprogramming, mentioned they had a fall and pain had increased. Patient lives in a rural area and needed to schedule a ride to the nearest hospital to meet, so they scheduled the appt for june 25th. When meeting with the patient, the rep ran an impedance check which was all green with no issues. The rep continued to reprogram as best as they could, if they remember correctly pain was worse in the r leg and the patient was not feeling as strong of stim in the right leg. The patient mentioned during this visit they had several other health concerns going on at the time, which they attributed could partially have increased their pain. They believe they provided two new programs for the patient and told the patient to try the new program settings for a few weeks to determine if they were working. The rep hadn't heard back from the patient, so they were not sure if they were successful. The rep was planning on checking in with them one month post seeing them to follow up. Physician has not been contacted by the rep personally, but the patient mentioned they were planning on seeing their hcp.